Event description:
Customer reported via phone call that he has been experienced sensor reading discrepancies for the last 4 weeks. The customer stated that the sensor would reading low when his blood glucose was not low and the insulin pump would go into threshold suspend. Current blood glucose was 183 mg/dl and sensor reading was 53 mg/dl. The customer has not found any bent cannulas. Customer was advised to calibrate when blood glucose is within the 100 and 150 mg/dl range.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.